Event description:
It was reported that during the implant procedure when the physician connected the atrial lead to the device the set screw did not engage as expected. The physician attempted to disconnect the lead but was unable to disconnect the lead from the device. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.